Event description:
It was reported probe is failing assessment test. No further information was provided. 6 march 2026 evaluation found element failure resulted in a dark area on the right side of the ultrasound image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is failing assessment test was confirmed. The probe assessment test displayed 1 red "x" indicating transducer element failure. The is a dark area on the image that is on the right side. The root cause of the reported failure was identified as an internal failure of the prevue ii probe.